Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 20 mmol/l with excess urination and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump alarmed for a loss of prime. It was determined that the patient was not using the cartridge per instructions for use. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported health event was attributed to use error.